Manufacturer narrative:
Continuation of d11: product ID 97715 serial# (B)(6) implanted: (B)(6) 2019 product type implantable neurostim ulator product ID 3998 lot# va005le implanted: (B)(6) 2013 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the high impedances was not determined and the issue has not been resolved. The leads were implanted in 2013. The patient will be having lead revision if they are able to get insurance approval. They are a workers compensation patient. Surgery is not yet scheduled. The information was confirmed with the physician or patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she felt like her device went completely out; she was having severe neck pain, no blood circulation in her hand also stated it felt numb. The patient reported that she thought she needed a new battery. The patient would like a manufacturer¿s representative (rep) to be present at her upcoming doctor¿s appointment. No further complications were reported. Additional information received from the manufacturing representative (rep) and patient indicated that they fell a few months ago and subsequently has been having intermittent stimulation. The rep stated that impedance testing showed greater than 10,000 ohms on each electrode. It was noted that the impedance test results were discussed with the patient and healthcare provider (hcp). The rep suggested a lead replacement; however, the hcp does not plan to replace the lead. It was mentioned that the ins is near elective replacement indicator (eri), so the hcp plans to replace the ins. If the patient does not get relief following the ins replacement, then they will be brought back for a lead replacement. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3998, lot# va005le, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep re-ran impedances and every contact was out now. Images of the impedances showed contacts 0, 4, and 5 were out of range > 40,000. The remaining impedance values showed avoid and were as follows: 1 - 36250, 2 - 37050, 6 - 27520, 7 - 27420. No further complications were reported.